Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported insulin flow blocked as the patient was trying to give present boluses and had high blood glucose level and diabetes ketoacidosis as the patient was having frequent urination, trouble breathing, fast heartbeat symptoms related to high blood glucose level. The patient tried to use pens, but his blood glucose level was too high. The patient went to the emergency room and was subsequently hospitalized due to diabetes ketoacidosis. He got a lot of insulin flow blocked alarms, a day before this report when he was already in the hospital. The patient was hospitalized for more than 2 days and was still hospitalized with blood glucose level of 300 mg/dl at the time of reporting. No further information available.